Event description:
It was reported that an infection was present around the implant. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations did not reveal any device defect. This finding was expected, because according to the recipient report the device was explanted due an infection leading to an extrusion of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. In addition, during explantation surgery one of the screws was found not fixed properly likely due to the infection at the implant site. This is a final report.

Event description:
It was reported that an infection was present around the implant. The device has been explanted.